Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support. Dms data showed the user was not actively using the system. On june 23,2025 the user stated she had stopped using the system and would not perform further troubleshooting, opting instead to switch to another cgm. The case was closed on june 25,2025 and marked as unresponsive. B4.date of this report 16 sept 2025. G3.date received by the manufacturer? 16 sept 2025. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, there was a period of instability in the system which may have contributed to the differences in bg/sg observed by the user. The system has since stabilized, showing better agreement in bg/sg values. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 10 july 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.